Event description:
The customer reported that a pt death occurred related to a leads off event in which the customer alleges no alarm was provided.

Manufacturer narrative:
The customer reported that a pt death occurred related to a leads off event in which the customer alleges no alarm was provided. The fact that the pt's condition was not known by staff is considered to represent a delay in treatment which is, therefore, a reportable incident. Philips is in the process of obtaining additional info regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.